Event description:
A 28mm diameter x 16mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were successfully implanted for the treatment of an abdominal aortic aneurysm in 2000. The aortic aneurysm neck diameter was 48mm. The 2000 follow-up CT scan showed an increase in the aneurysm diameter to 58mm with a 5mm channel leak, which was also confirmed by doppler. The angiogram in 2000 was normal, however, (as translated from the french report) the "entry door was a large left mesenteric artery." The pt was surgically converted in 2001. It is reported that the pt tolerated the procedure well and was discharged 13 days post-operatively. The explant will be returned to medtronic/ave; analysis and investigaiton is pending upon receipt. There is very limited information available.

Event description:
Films received by medtronic ave and evaluated by an independently contracted physician reveal that the CT scan of 3/2000 showed the proximal aortic neck measured 22-23 mm with heavy calcification; right iliac artery measured 13 mm, the left iliac artery measured 15 mm and the abdominal aortic aneurysm measured 5.5 cm. The CT scan of 5/2000 showed good stent position at the renal arteries. The abdominal aortic aneurysm measured 5.7 cm. There was good iliac coverage bilaterally. The CT scan of 11/2000 showed proximal and distal stent graft position was good with excellent coverage of the landing zones. The abdominal aortic aneurysm measured 6cm. In 1/2001, the pt presented with abdominal pain and a CT scan revealed a 5.9 cm abdominal aortic aneurysm with no overt rupture, but thrombus injected. There is clear reason for abdominal aortic aneurysm symptoms based on available imaging studies for review. Prior CT scan has revealed good stent graft position and landing zone coverage. Analysis of the explanted device has been completed. A type ii endoleak from a pt inferior mesenteric artery noted by the physician was most likely the cause for the increase in aneurysm diameter and the pt's symptoms. A single struct fracture noted on the explanted device is not believed to have been cause in vivo. The discrete broken sutures noted on the explanted device are not the cause for the type ii endoleak and therefore not related to the clinical outcome.